Event description:
Procedure type: low anterior resection with end to end anastomosis. According to the reporter: the instrument opened prematurely during the application. The suture had not been applied through all of the layers of tissue and broke. This tissue with the broken suture was removed. Manual suturing was then performed on the tissue to create a new purstring and the procedure was completed.

Manufacturer narrative:
Initial report sent: 04/16/2008.